Event description:
The user facility reported that the device did not function properly when the doctor inserted it into the patient's femoral artery. No patient injury was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: stock controller. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, provide a correction to section d4: model and catalog number, and provide the complete investigation results. As of 03jul2025, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received on 19jun2025: the procedure performed was an angiogram with 6 french sheath. It was unknown if a pre-deployment angiogram was performed, how hemostasis was achieved, and if there was any blood loss. The patient was stable. It was unknown if there were any concomitant medical products used with the angio-seal. South africa has very strict popi act regulation that inhibit establishments from sharing patient information.